Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
Pt suffering of colon malignancy underwent colorectal anastomosis using the colonring device. On pod 6 the pt felt sharp pain. CT scan indicated free air in the abdominal cavity. During re-operation mild peritonitis was found the anastomosis was redone and patient's condition improved.